Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a crack at the tip of the optics has been formed and there were many fine scratches on the lens. It was confirmed that monarch 3 was a cause with the issue, so the entire monarch 3 were replaced to use. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company cartridge was not returned. A package was received labeled for two complaint records. (B)(4). There is no way to determined which of the returned lens pieces belong to the individual files. Evaluation will be placed in both. A piece of gauze was returned in the labeled plastic bag. The piece of gauze contained two small optic pieces which had been cut. Solution was observed. One of the small pieces also contained a haptic. These portions are scratched (light scratches). Three loose broken haptics were also found. Company cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported lens damage could not be determined. The unspecified company cartridge was not returned for evaluation. Not enough of the lens was returned to be able to attribute damage to the delivery system. Only two very small optic pieces were returned. Light scratches were observed. Due to the portions being cut it cannot be determined if the damage was present before the removal. All lenses are 100% inspected for cosmetic attributes and scratches would not have met company release criteria. It is unknown if a qualified handpiece and viscoleaitc were used. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).